Manufacturer narrative:
On april 01, 2026, mentor completed an evaluation on an image that was provided of the suspect medical device. Photo evaluation: upon visual evaluation of the images provided in the complaint, the implant was observed ruptured. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 27, 2026, this file was evaluated by a clinician and a coding determination was made per the event information. It was also provided that the rupture was incidentally discovered during routine mammogram imaging. Corrected data: b5 event description: the patient also reported that she was concerned that she has scleroderma that maybe related to the implants. Per this information, the following coding was added. H6 health effect - clinical code: autoimmune disorder (e0401) h6 investigation conclusions: cause not established (d15) reason for device explant and/or reoperation: autoimmune disorder manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported experiencing a ruptured right implant. Mammogram imaging and a consultation with a medical professional was conducted. As a result, the patient underwent bilateral implant removal without replacements on (B)(6) 2026. The rupture was confirmed during the surgery.